Event description:
It was reported that the device misfired. The staple jammed and immediately another device was opened. The pt had been bleeding and the jammed device cut the vessel. Additional information was requested, but no additional information was provided. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
Final device investigation found that the device was returned with the end of a spring from the inside of the handle mechanism sticking out of the seam of the handle. It appeared that the spring came out of its retainer, possible due to aggressive use. The jaw of the device appeared to be in alignment, and the clip retainer and push fork were in position. Due to the broken spring in the handle mechanism, the remaining seven clips could not be test fired. The device had been sent out with 15 clips. No lot number was provided, so the device history record could not be reviewed.